Event description:
It was reported to medtronic neurosurgery that the physician believed the valve was occluded as no flow could be confirmed.

Manufacturer narrative:
The valve was returned cut open. It was reported that the physician cut the valve open in order to determine where the valve was occluded. The valve could not be tested due to the condition it was returned in. Proteinaceous debris was found throughout the valve adjustment mechanism. The instructions for use that accompany the device caution that "shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris." A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.